Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2012 due to pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, trouble walking, dysfunction and elevated metal ion levels. Legal counsel further alleges the presence of synovitis and scarring during the revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes report the right hip was revised due to aseptic impingement, synovitis, and pain. Revision op report notes the presence of fluid, which was evidence of bursitis and increased acetabular bone anteriorly that could contribute to instability and impingement. The cup, modular head, and taper insert were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2012 due to pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, trouble walking, dysfunction and elevated metal ion levels. Legal counsel further alleges the presence of synovitis and scarring during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-03082/ -03083/ -03084).